Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04058. It was reported, the pt had been experiencing headaches. The pt reported, she had a history of headaches the pt had been pregnant and turned the scs system off during the pregnancy. The pt had recently felt pressure in her neck. The physician sent the pt for a neurologic eval. It was reported, the pt was scheduled for reprogrammed on (B)(6) 2012, and did not show. It was reported, the pt was in the hospital in ICU due to a neck issue for two weeks. F/u regarding the hospitalization found the doctor did not believe the event was related to the scs system.